Event description:
It was reported that the aim beam of a side-firing fiber being used for a prostate procedure was observed to be forward-firing. The procedure was continued with a second fiber, which was also reported (ref MFR report# 2937094-2012-00332). The procedure was completed with a third fiber. The pt outcome was reported as "good."

Manufacturer narrative:
Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.